Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the connection to the endoscope became unstable due to the damage to the lock mechanism and caused the intermittent image output. Additionally, it was considered that the locking mechanism was damaged by wear due to 6 years of manufacturing or excessive load at the time of connection.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event of intermittent dvi image output. The evaluation uncovered worn out video connector latch which caused poor connection to pigtails. The faulty parts were replaced, and software updated. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use, the evis exera iii video system center had a defective dvi output connector which causes intermittent image. There was no harm or user injury reported due to the event.